Manufacturer narrative:
E: (B)(6).

Event description:
A complaint was received bench repair regarding a v60 ventilator, while servicing the device, it was observed that there was a dim display. There was no patient involvement at the time the issue was identified. The display remained dim at maximum brightness. Evaluation determined that the installed display was an older-generation component, requiring replacement of the complete screen assembly display, and associated cables.

Manufacturer narrative:
Bench replaced the touchscreen ui assembly to resolve the reported issue. After repair, the device configuration was restored to factory settings in accordance with the applicable testing and verification procedures. All required checks were completed to confirm restoration of the device to pre-failure operating conditions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.